Event description:
Hana table was being used for procedure. After the pt was positioned on the table but prior to the start of procedure, it was noted that the bed was pivoting on the "pedestal style" workings. The pt was moved from the hana table to an older fracture table. The case was delayed. Reference MFR: 2921578-2014-00009.